Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d4, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable cause of the reportable malfunction is due to the sw rubber falling off. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had small rubber part falling off the end. The issue occurred during reprocessing. There were no reports of patients¿ harm.